Event description:
Us complainant reported that a patient was on an impella 5.5 for circulatory support. There were placement signal issues; however, motor current and flows were stable. Support continued. The patient was successfully weaned and the device explanted.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The product was not returned for review. Upon review of data logs, it is apparent that the console is the potential cause of the issue on 4/04. On 4/02 the pump was stopped, unplugged and re-plugged in. During this time the optical parameters change and placement signal not reliable #1048 occurs. The signal not reliable decreases, lamp is stable, contrast decreases, gain increases and the light is variable. Based on these parameters, the root cause of the optical signal is most likely due to an air gap/use issue. All pertinent information available to abiomed has been submitted at this time.